Event description:
It was reported that a patient underwent a sling procedure in 2009 for the treatment of stress urinary incontinence. Post-operatively, the patient experienced a mesh exposure. Urethropexy was performed four week following surgery as the mesh was too loose. In 2011, the patient experienced persistent stress incontinence, mesh exposure, and the mesh was excised. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.